Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation), patient¿s condition affected effectiveness of device (stenosis, calcification and tortuosity), deformation problem; evaluation: conclusion: known inherent risk of a procedure (stent deformation), device failure related to patient condition (stenosis, calcification and tortuosity). (B)(4).

Event description:
Physician was attempting to implant an endeavor sprint drug-eluting stent to a severely calcified lesion in the rca with 85% stenosis and vessel tortuosity but the stent could not pass through the lesion due to severe calcification and tortuosity. The lesion was pre-dilated. The device was inspected before use with no issues noted. No resistance noted at the lesion. The physician completed the procedure, details unknown. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked immediately distal to the strain relief and 41.5cm distal to the strain relief. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th and 8th proximal segments were misaligned with raised struts, 3rd, 5th and 6th distal segments have raised struts.